Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone was detected in the lymph nodes and blood.

Event description:
Patient reported "rupture of the left device", "fever", "pain", "silicone was detected in the lymph nodes and blood". The device remains implanted. This record is for left side.

Event description:
Patient reported "rupture of the left device", "fever", "pain", "silicone was detected in the lymph nodes and blood". The device remains implanted. This record is for left side.